Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the tip of the probe of the device fell off into the patient's body. The fragment was retrieved. The intended procedure was completed with the similar device. There was no patient injury reported. This is the report regarding the breakage of the probe.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc evaluated it on june 20, 2018, and found as follows; the tip of the probe of the subject device did not fall off. There were scratches on the surface of the probe. There were scratches on the tissue pad of the grasping section. Both scratches were in a position to face each other when the grasping section closed. The manufacturing record was reviewed and found no irregularities. The device manufacture date was identified and filled. There was no malfunction which caused or might cause the tip of the probe to fall inside the patient. Therefore omsc is retracting this MDR.